Event description:
It was reported to covidien sales representative that maxa sensor was providing low readings. It was reported that the readings were in the 80% range; consistently showing spo2 10% lower. No patient harm reported.

Manufacturer narrative:
(B)(4). Covidien requested information on incident such as: placement of the sensor, how long sensor was in used, how often the site was checked/ changed but user facility was not able to provide further details.